Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported 'communication errors' and system lock ups. No pt or user injury was reported.